Manufacturer narrative:
The device was received and evaluated. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear or a failure of the pod¿s ability to deliver insulin. The distal tip of the soft cannula was manually occluded, and no leaks were present. The rubber fill septum was inspected, and no large puncture marks were found. A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. A crack was found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose above 14 mmol/l (>252 mg/dl). Insulin was leaking from the pod while worn on the arm for between 36 and 48 hours.